Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and hemiparesis ('left side weakness') in an adult female patient who had essure (ess205) (batch no. 624839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and birth control pill. Concomitant products included ibuprofen from (B)(6). On (B)(6), the patient had essure (ess205) inserted. In 2009, the patient was found to have weight increased ("weight gain"). In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hemiparesis (seriousness criterion medically significant), fatigue ("extreme fatigue"), lymphadenopathy ("enlarged lymph nodes/ swollen lymph nodes"), the first episode of abdominal pain ("abdominal pain") and pain in extremity ("arm pain/ leg pain/ weakness"). In (B)(6).2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced the second episode of abdominal pain ("abdominal pain"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and infection ("infections (other)"). The patient was treated with surgery (hysterectomy (full), salpinectomy (bilateral) and oophorectomy (unilateral) 20-fab-2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hemiparesis, dysmenorrhoea, the last episode of abdominal pain, menorrhagia, fatigue, lymphadenopathy and vaginal haemorrhage had resolved and the bladder disorder, urinary tract disorder, weight increased, pain in extremity and infection outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, fatigue, hemiparesis, infection, lymphadenopathy, menorrhagia, pain in extremity, pelvic pain, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure (ess205). The reporter commented: discrepancy: date of insertion reported as (B)(6).2007 and also (B)(6).-2007 plaintiff received treatment for pelvic pain, dysmenorrhea, abdominal pain, chronic pain,bladder/urinary problems,fatigue, weight gain,left side weakness/enlarged lymph nodes. Current weight 155 lbs. Coils visible left: 6-10 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure confirmation test(s);(unspecified): bilateral occlusion result of essure confirmation test- unilateral occlusion (left tube occluded); on (B)(6) 2008: essure procedure shows that both of your tubes are blocked.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and hemiparesis ('left side weakness') in an adult female patient who had essure (ess205) (batch no. 624839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and birth control pill. Concomitant products included ibuprofen from september 2012 to (B)(6)2017. On (B)(6)2007, the patient had essure (ess205) inserted. In 2009, the patient was found to have weight increased ("weight gain"). In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hemiparesis (seriousness criterion medically significant), fatigue ("extreme fatigue"), lymphadenopathy ("enlarged lymph nodes/ swollen lymph nodes"), the first episode of abdominal pain ("abdominal pain") and pain in extremity ("arm pain/ leg pain/ weakness"). In (B)(6)2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced the second episode of abdominal pain ("abdominal pain"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and infection ("infections (other)"). The patient was treated with surgery (hysterectomy (full), salpinectomy (bilateral) and oophorectomy (unilateral) (B)(6)2017). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, hemiparesis, dysmenorrhoea, the last episode of abdominal pain, menorrhagia, fatigue, lymphadenopathy and vaginal haemorrhage had resolved and the bladder disorder, urinary tract disorder, weight increased, pain in extremity and infection outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, fatigue, hemiparesis, infection, lymphadenopathy, menorrhagia, pain in extremity, pelvic pain, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure (ess205). The reporter commented: discrepancy: date of insertion reported as (B)(6)2007 and also (B)(6)2007 plaintiff received treatment for pelvic pain, dysmenorrhea, abdominal pain, chronic pain,bladder/urinary problems,fatigue, weight gain,left side weakness/enlarged lymph nodes. Current weight 155 lbs. Coils visible left: 6-10 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6)2008: essure confirmation test(s);(unspecified): bilateral occlusion. Result of essure confirmation test- unilateral occlusion (left tube occluded); on (B)(6)2008: essure procedure shows that both of your tubes are blocked.. Patient received treatment for events- vaginal bleeding, menorrhagia, dysmenorrhea (cramping), fatigue, infection nos, pelvic pain female, abdominal pain, enlarged lymph nodes, pain in arm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs and mr received: lot number was added, newly added events- vaginal bleeding, abdominal pain, pain in arm, infection nos, outcome of the previously reported event- fatigue, enlarged lymph nodes, left side weakness were updated, onset date of previously reported events- dysmenorrhea (cramping), fatigue, weight gain, left side weakness, enlarged lymph nodes, pelvic pain female was added, reporter was added, consumer height, weight and race was added, lab data were updated, medical history and concomitant drug was added. A technicalinvestigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and hemiparesis ('left side weakness') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hemiparesis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue") and lymphadenopathy ("enlarged lymph nodes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and oophorectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the hemiparesis, bladder disorder, urinary tract disorder, fatigue, weight increased and lymphadenopathy outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, hemiparesis, lymphadenopathy, menorrhagia, pelvic pain, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: discrepancy: date of insertion reported as (B)(6) 2007 and also (B)(6) 2007 plaintiff received treatment for pelvic pain, dysmenorrhea, abdominal pain, chronic pain,bladder/urinary problems,fatigue, weight gain,left side weakness/enlarged lymph nodes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s);(unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. ¿injury¿ was replaced with new specific events: pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, bladder/urinary problems, fatigue, weight gain, enlarged lymph nodes, left side weakness. Lab data was added. Reporter¿s information was added. Patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.